Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 16 mm from the distal end. There was no scratch around the surface of the broken probe. The shape of the broken surface showed that a crack was spread. As the result of checking the manufacturing record of the subject device, there was nothing abnormal found. This type of probe damage is most likely related to the operator's technique. In this case, the probe of the subject device might be broken off since load was applied to the probe which was already cracked outside the patient. Also, based on the similar cases in the past, it was known that the crack of the probe might be caused by excessive load applied to the probe due to activation while holding the tissue and twisting the subject device, or excessively pressing the probe against the tissue. In addition, the activation error might occur since the probe of the subject device was cracked. The instruction manual of the subject device already states; *do not try to use the probe if it has cracks, scratches, or peeled coating (e.g. The gold coating is peeling off, exposing the metal portion) on its tip. Abnormal output or detachment of the probe tip may result. *do not activate ultrasonic output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such a metal clips or other instruments (e.g., metal clips, uterine manipulators, or other instruments). Do not apply only the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. Otherwise, the probe may become too hot and break before the generator gives a warning lamp/sound.

Event description:
During a transabdominal pre-peritoneal repair, it was informed that activation error occurred and the probe of the subject device was broken off outside the patient. The procedure was completed with another device. No patient injury was reported.